Manufacturer narrative:
Description of the patient and the surgery : no patient's data available no data available concerning the ID of the implants used for that surgery the breakage happened "at the end of screwing in". The tip remained "flush in the screw" which means no risk of tissue damage the surgery was performed successfully patient follow-up not determined at this date description of the product : the device is a non-cannulated screwdriver with t8 torx tip. Trackability of the batch: batch number b00104: (B)(4). The responsible device must be one of them, so it is probably on the market since more than 5 years. We can't confirm that it has been used for that period of time. The incident might have happened at its fifth or sixth use only. Verification of the manufacturing record : manufactured in september 2014. No deviation to specifications observed at reception. Review of non-conformities and customer complaints: first occurrence of such a reported defect for that reference. Only 2 non-conformities detected, both due to marking errors, without any link to the current defect. Analysis of product returned: no product returned. Moreover, considering the time of use of the device, the incident doesn't seem to be due to a defective initial design or manufacturing. Thus performing tests or verification on a device from the same batch is not relevant.

Event description:
Date of incident: (B)(6) 2020. Description: the tip of the screwdriver broke while screwing a locking screw 3.5 (sp0135xx) during the implantation of a lisfranc plate. No explantation required, but the tip could not be removed from the patient's body, it was maintained in the torx footprint. More details received on the 12th of november 2020 : the breakage happened "at the end of screwing in". The tip remained "flush in the screw". The surgery was performed successfully.